Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact technical support again if issues reappeared, which the customer acknowledged and understood.